Event description:
In working with our it dept. We were configuring epic to display wave forms from philips medical system servers; we discovered that something had changed with the web serving option from philips servers. We used to use this option when we were using mckesson's portal. This option lets a clinician view patients ECG waveforms and vital signs remotely. It worked fine. We replaced portal with epic. Originally we did not implement this option in epic. Now we want to use the web serving option with epic. We discovered that when you call up the first patient in epic, everything is fine, but when you switch to another patient in epic, it still shows the first patient's waveforms. We traced this problem to an upgrade of philips software we had performed approximately one year ago. We had version n.00.17 which worked fine before (when we were using mckesson's portal). Version n.00.21 (which is what we upgraded to) does not work correctly. Another of our hospitals has discovered version n.00.19 also does not work correctly. Bottom line, when using this philips option in epic, this problem can lead a clinician to think they are viewing one patient's waveforms when in fact, they are viewing another patient's waveforms.manufacturer response for server, patient monitor, intellivue (per site reporter).====================== I have been trying for several months to get the manufacturer to respond with a correction to this issue. I (or my staff) have contacted their tech support, sales representative and field service representatives. I have been told they are investigating. I was told by their sales representative they are coming out with another updated version of software, but he could not tell me if this new version is to correct our current issue or not. Someone created this updated software. Someone should know the answer. I feel we have got the run around from philips on this problem.